Manufacturer narrative:
As reported, after a transfemoral catheter angiography (tfca), the balloon of a 6f/7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. The device was removed and hemostasis was achieve with manual compression taking less than thirty minutes. The mynx vcd was prepped according to instruction for use (IFU). The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had slight tortuosity with mild calcium present. A retrograde approach was made using a 6f unknown sheath. Femoral artery¿s suitability was verified on angiography or venography, including insertion angle (30-45 degrees) of the vascular sheath introducer. No other information was provided. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the sealant and advancer tube were observed to have remained in the manufacturing position as received. The procedural sheath was not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Per microscopic analysis, a longitudinal tear in the balloon of the returned device, approximately 3 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f1908802 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by longitudinal tear in the balloon of the returned device, approximately 3 mm from the balloon proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the reported calcium, may have contributed to the reported event, as calcification is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis, suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f-7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. The device is expected to be returned for evaluation.